Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI number also unavailable. No parts were returned to the manufacturer for analysis. A medtronic representative did later confirm that the probe was experiencing no issues. A system checkout was also performed. The system checkout passed successfully and the system functioned as intended. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the registration was ¿off¿ intraoperatively. The site had gone sterile and then they were unable to see patient anatomy. When they were tracking on the face, it seemed like they were out in space. Technical services (ts) recommended trying to flip the reference frame. The site then confirmed that the reference frame had been moved. They were able to re-register on boney anatomy. The site also reported that they were unable to track the passive planar probe after going sterile. When they had one sphere blocked, they could track. Ts recommended opening tracking in the software, find the sphere blocked that gave the best geometry error, and remove that sphere. The site proceeded in the case with a less than 30-minute delay to the procedure. There was no reported impact on patient outcome.